Event description:
The customer reported to olympus, during reprocessing, the flex deflectable videoscope operating channel tested positive for >100 colony forming units (cfus) of unspecified microorganisms. The suction channel tested positive for >100 cfus of unspecified microorganisms. The air/water channel tested positive for 95 cfus of unspecified microorganisms. Auxiliary channel tested positive for >100 cfus of unspecified microorganisms. The distal end tested positive for >100 cfus of unspecified microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: 1st sampling date: (B)(6) 2023. Microorganism name: aspergillus species. Bacterial count: 1 cfu/endoscope. Bacteria detection location: all channels. 2nd sampling date: (B)(6) 2023, microorganism name: bacillaceae, bacterial count: 2 cfu/endoscope, bacteria detection point: forceps channel. Microorganism name: pseudomonas spp. Bacterial count: 2 cfu/endoscope, bacteria detection point: suction channel. Microorganism name: bacillaceae, bacterial count: 1 cfu/endoscope, bacteria detection point: water jet channel. 3rd sampling date (after repair): (B)(6) 2024, bacterial count: no bacteria detected, bacteria detection point: all channels. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated and damage/scratches were confirmed in the channel and distal tip that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing and confirmed when olympus culture tested two times after reprocessing in accordance with the instructions for use (IFU) before repair, however, when olympus culture tested after repair of the device, the results conformed to the regulation's recommendation. It is likely that the root cause of the observed microorganism growth was the result of insufficient reprocessing due to the observed device damage/scratches, which may have housed bacteria in a way that brushing and flushing were ineffective in removing, as well as harbored from disinfectant. The event can be detected/prevented by following the instructions for use sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.